Event description:
Patient presented back to the physician with a reoccurring superficial infection at the chest incision site. Physician brought the patient into the or and removed the entire inspire system.

Event description:
Patient presented to the physician with drainage, pain, and infection at the chest incision site. Physician prescribed antibiotics.